Event description:
It was reported that the patient had an infection and lead replacement was done. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. Evaluation summary: no anomalies were found; proximal segment returned and analyzed.